Event description:
It was reported that a shunt system was removed form a patient because of lack of reduction in the size of the ventricle, which was confirmed by CT scan. There was no patient injury reported, and a replacement shunt was implanted.